Manufacturer narrative:
This report is submitted on december 12, 2016, by cochlear limited on behalf of cochlear americas. Exemption number e2016011.

Event description:
Per the clinic, the patient developed psoriasis at the magnet site and was subsequently treated with topical steroids (date not reported).

Manufacturer narrative:
Correction: the medical treatment received by the patient was for an non device related issue (psoriasis). The device did not contribute to the patient's symptoms. This report is submitted january 19, 2017.